Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update rec'd 10/8/2014 - litigation papers received. There is no new additional information that would affect the outcome of the investigation. Update 01/17/17 ¿ pfs and medical records received. Pfs now alleged elevated metal ion levels. After review of the medical records for MDR reportability, the revision operative note indicated dark red/brown material around the cup. Debris was also noted on the taper. No labs were noted for the alleged elevated metal ion levels. Lot numbers are being updated and the stem is being added to the complaint. The complaint was updated on: 2/3/2017.